Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer did not know the blood glucose reading. The customer was advised to change the infusion set, but she declined. She stated that she wears her infusion sets for longer than three days and was advised that this was considered off-label use. The customer was advised to change the infusion set every two to three days. She declined troubleshooting for the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.